Event description:
The customer reported the connector on the working channel port had come completely loose involving an olympus cystonephrofibersope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.